Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the snap-cap and septum for anomalies, and none were found. Ran the occlusion test, and no occlusions were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had an issue with the reservoir and was unable to fill it. Customer stated that he received a no delivery alarm. Customer stated that he was unsure but his blood glucose was 127 mg/dl around the time of the set change. Customer's blood glucose was 89 mg/dl after the alarm occurred. Customer reported that the alarm was resolved by a reservoir change. Customer was advised to do a complete set change as soon as possible. Customer stated that he wants to return the reservoir for analysis and that the alarm occurred during manual prime. The customer mentioned that he had no past no delivery alarms and believes they were due to inserting in a site that was too close to a previous site. Customer will receive a replacement set.